Manufacturer narrative:
The occurrence rate of this type of event is very low. The needles were not returned so an investigation could not be conducted and the complaint could not be confirmed. The risk to a patient of sub-optimal ice is that of potential undertreatment and the need for a second procedure. Attempts to contact physician were unsuccessful. Based on the complaint description of the needle temperatures and frost forming on the handle and tubing, as well as the investigation results of no failure found, the needle appears to have functioned properly. If additional information becomes available, a follow-up report will be submitted.

Event description:
In preparation for a cryoablation procedure, the system and 2 icepearl needles tested fine with no issues to report. During the 1st freeze cycle the iceball was not able to be seen on the CT imaging; needle temperatures were reading around -120 c & -140 c and frost was present on handles and tubing. The technician assumed that the iceball was forming as expected and the procedure continued. The procedure was completed with no injury to the patient. After the procedure, the needles were submerged into the test basin and iceballs were created on both needles and were able to be thawed. The needles were discarded.